Event description:
It is reported that a piece of the provisional trial broke off during impaction trial.

Manufacturer narrative:
Evaluation summary: articular surface provisionals can become damaged through normal use and should be replaced when necessary. The manufactured dates indicate a potential field age of over 13 years. However, the number of uses cannot be definitively determined. Future complaints will be monitored for similar issues. The cause cannot be definitively determined. Evaluation: as returned, the provisionals is fractured into three pieces. It is reported that the fracture occurred during impaction. Device history records indicate all components were manufactured and inspected to specification.